Event description:
It was reported to philips that the system would not start, stuck at '00'. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system would not start, stuck at '00¿. Review of the logfiles shows user msg: ECG signal absent. Upon troubleshooting, the philips remote service engineer (rse) checked with the customer and found that the start screen froze at 00:00, and restarting the system didn¿t resolve the issue, also found an error "switching not possible" appeared on the tsm, and the flexvision control unit wasn¿t turning on. Rse requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the problem was caused by a malfunction in the large monitor control pc and the flexvision pc was not powering on. To resolve the issue, fse replaced faulty flexvision pc, reinstalled the software. The defective part was sent for analysis, for flexvision pc malfunction was observed and the failed component was power supply unit. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.